Manufacturer narrative:
The complaint of an over infusion was not reproduced. Inspection: lvp sn (B)(6). The device was received in good condition. The instrument seal was intact. Dried fluid observed on both iui¿s, inside door and on the rear case under the male iui. Crushmarks observed at the upper fitment of the tube guide which is indicitive of a set misload. Door latch screw observed not fully seated platen observed m2 platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear are installed properly and did not interfere with the door operation. All parts are manufactured by bd. Bezel was disassembled and observed in good condition (date code: march 2018) ¿ review of the pcu event log showed, the reported infusion of amiodarone (drugid=42) at a rate of 16.7 ml/hr (vtbi= 110 ml) was confirmed to have started at 3:24 am on the reported event date. Approximately 2 hours 23 minutes after the start of infusion, the device alarmed for twice air in line. The device was then programmed for a delay (120 minutes). After recording callback before infusion, the device was channeled off without further programming. ¿ testing showed the device was delivering fluids within specification. ¿ testing showed the sear did consistently engage the safety clamp when the door was opened and the same model set was tested as was used during the event ¿ disassembly of the pumping mechanism showed no anomalies ¿ inspection of the administration set showed no anomalies ¿ testing showed the administration set was within specifications with regards to concentricity root cause analysis: the root cause of the customer¿s complaint of an over infusion was not identified. Device history review: lvp sn (B)(6) a review of the device history record showed the device had a manufacture date of 11/26/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for source device lvp sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the source device lvp sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that there was an over infusion of amiodarone. 200 ml amiodarone (360mg) had been hung at 0330, being run as the primary infusion, with a set rate at 16.7 ml/hour and volume to be infused set at 110 mls and drip to be discontinued after 18 hours. It was discovered that the bag was empty after 2 hours and there was air in the tubing. The patient's blood pressure did drop; however it was later noted that the patient had slight hypotension and no interventions were needed. Although requested, further information not provided.

Manufacturer narrative:
Corrections: h3, h7 and h9.

Event description:
It was reported that there was an overinfusion of amiodarone. 200 ml amiodarone (360mg) had been hung at 0330, with a set rate at 16.7 ml/hour and volume to be infused set at 110 mls and drip to be discontinued after 18 hours. It was discovered that the bag was empty after 2 hours and there was air in the tubing. The patient's blood pressure did drop. Although requested, further information not provided.

Manufacturer narrative:
Correction: upon further clinical evaluation, it has been determined that the reportability of this file has been revised from serious injury to reportable malfunction. Updated b1 & h1. H3 other text : file is now deemed as reportable malfunction.

Event description:
It was reported that there was an overinfusion of amiodarone. 200 ml amiodarone (360mg) had been hung at 0330, being run as the primary infusion, with a set rate at 16.7 ml/hour and volume to be infused set at 110 mls and drip to be discontinued after 18 hours. It was discovered that the bag was empty after 2 hours and there was air in the tubing. The patient's blood pressure did drop. It was later noted that the patient had slight hypotension but no interventions were needed. Although requested, further information not provided.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, additional patient information not provided. Device received with pending investigation.

Event description:
It was reported that there was an overinfusion of amiodarone. 200 ml amiodarone (360mg) had been hung at 0330, with a set rate at 16.7 ml/hour and volume to be infused set at 110 mls and drip to be discontinued after 18 hours. It was discovered that the bag was empty after 2 hours and there was air in the tubing. The patient's blood pressure did drop. Although requested, further information not provided.